Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would continue to run after the trigger was disengaged. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.